Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-13. It was reported that a dye study was performed on (B)(6) 2017. The 3 ml were aspirated from the catheter access port (cap), and the pump was filled with 30 ml of 500 mcg/ml medication. The starting dose was lowered to 50 mcg/day. It was reviewed that the internal pump tubing still contained 2000 mcg/ml medication, and the next course of action was discussed with the healthcare provider. It was decided that a bridge bolus was to be performed and the catheter was not primed. It would take about 5 days for the drug to get to the patient, and the patient would receive about 96 mcg/day decreasing down to 50 mcg/day when the new drug arrived. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-feb-20 regarding a patient's implanted infusion pump containing baclofen (2000mcg/ml at 500mcg per day). The indications for use included intractable spasticity and myelopathy. It was reported that the patient missed a refill appointment, and an empty pump alarm was occurring. The event was noted to have taken place in (B)(6) 2016. No patient symptoms were reported. Considerations were to be discussed with the healthcare provider.